Event description:
It was reported that during a gastric bypass procedure that the device would not cut and would not coagulate. The device worked, but intermittently. There was no error code. Another like device was used. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.